Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was filed. The pump was returned for investigation. There was no biomaterial found around the impellers or the outflow cage. The pump was ran and the failure could not be reproduced. The data logs were returned and investigated. The data logs showed a gradual rise in the purge pressure from 400 mmhg to over 1050 mmhg in four hours leading to "high purge pressure" and "purge system blocked" alarms. Tissue plasminogen activator (heparin) was added at this point and the purge pressure started to decrease and returned to around 500 mmhg. As per the data log review and product evaluation, the root cause of the high purge pressure issue was biomaterial. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ d.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 medical device problem code revised from the initial submission in accordance with updated procedures. Codes 4114 (device not returned) and (3233) results pending completion of investigation were inadvertently omitted from the previously submitted report and have been added to this report. The product has been returned since then and the investigation has been completed. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted report.

Event description:
The user facility reported a 55-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that an implanted impella 5.5 pump began to experience high purge pressure during patient support. At first, a tissue plasminogen activator protocol was run through the purge lines to counteract the increase in pressure. Upon reversing the upwards trend in pressure, the tpa was switched to heparin in the purge and the issue was considered to be resolved. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.